Event description:
Please see the attached user facility medwatch report that was received from FDA on 7/23/07. The uf medwatch states, " in 2007, at 1130 hrs. 4 fr terumo glidecath catheter broke off in the pt. Broken piece was retrieved by physician. In addition, "during an angioplasty, the physician was withdrawing on the 4 fr. Terumo glidecath catheter when the catheter broke off in the pt. The physician was able to retreive the entire section of the broken catheter." Unfortunately, there is no report number provided and additional info has not been made available from the user facility.

Manufacturer narrative:
Method: follow up communication with the user facility confirmed that the initial reporter is no longer there, and that neither the sample nor any additional info is available.consequently, the investigation was limited to a review of info provided on the attached user facility medwatch report and manufacturing quality records. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although, the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the catheter having been damaged as a result of manipulation during the procedure. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.